Manufacturer narrative:
The investigation is ongoing.

Event description:
Per the field clinical specialist (fcs), approximately one month and eighteen days following a transcatheter aortic valve replacement (tavr) procedure using a 23mm sapien 3 ultra resilia valve, the patient presented with a mean gradient of 30 mmhg on echocardiography. A cardiac CT scan revealed under-expansion of the valve, measuring 21 x 21 mm. To address this, a balloon aortic valvuloplasty (bav) was performed using a 23mm true balloon. The invasive gradient measured 16 mmhg prior to bav and decreased to 14 mmhg post-procedure. The patient remained stable throughout.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The reported event of increased gradients was objectively confirmed based on the medical records provided. Available information suggests procedural factors likely contributed to the event as under expansion of the valve was observed per the cardiac CT scan. Additionally, balloon aortic valvuloplasty reduced the mean gradient to 14 mmhg. When the valve is not fully expanded, the effective orifice area is reduced. This can impact valve functionality as blood flow across the valve would obstruct, which can contribute to increased gradients or stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Update to b5, b7, and h6; type of investigation.

Event description:
Per medical record review, a postoperative transthoracic echocardiogram showed a normally functioning valve with an elevated mean gradient of 31.8 mmhg and an aortic valve area (ava) of 0.99 cm2. A transesophageal echocardiogram confirmed normal valve function and seating, with a mean gradient of 30.4 mmhg and ava of 1.79 cm2. At the 30-day follow-up, the valve remained well-functioning with normal leaflet motion and no significant perivalvular regurgitation, though the mean gradient remained elevated at 31.1 mmhg with an ava of 1.74 cm2. A cardiac CT scan, referenced by the edwards field clinical specialist but not included in the reviewed documents, revealed valve underexpansion. A balloon aortic valvuloplasty was performed using a 23mm non-edwards balloon, reducing the mean gradient from 16 mmhg to 14 mmhg, with the patient remaining stable.